Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer will continue to use current pump and has syringes if the cartridge alarm recurs. There was no adverse impact to the customer¿s blood glucose level.